Event description:
On 02/16/2016 02:19 pm (gmt-5:00) added by (B)(6): it was reported that the ventilator alarmed, and stopped, while it was connected to a patient. The patient's information is unknown at this time. (B)(4).

Manufacturer narrative:
No part was found faulty and replaced during on-site troubleshooting. Logs were downloaded and the ventilator was returned to clinical service after successful functional test and safety check. During the visit the hospital stated that the ventilator did not switch to backup mode when the patient stopped breathing. It was later on stated that the ventilation mode during the event was pressure support (ps/CPAP). During our investigation we sent questions about the circumstances around the reported event and patient's info, but the hospital did not respond despite several requests. Our investigation is based on evaluation of the device logs. The logs show 2 periods of ventilation on january 19, 2016 with one minute of standby in between. Both periods cover several hours of ventilation and there are no alarms indicating a stop of ventilation in the logs. There are no technical alarms indicating a ventilator malfunction. Ps/CPAP is a spontaneous mode of ventilation allowing the patient to initiate the breath and the ventilator delivers support with the preset pressure level. Per design, if set apnea alarm limit is reached, the ventilator automatically switches to the backup mode, which is pressure control, and the alarm "no patient effort" is generated. Received logs show that the set apnea time during this event was 20 seconds. This means that if the patient would have stopped breathing a "no patient effort" alarm would have been generated after 20 seconds. There is no such alarm in the logs and the reported event cannot be confirmed.

Event description:
(B)(4).